Event description:
It was reported that the patient's l5 lead was fractured, and the l3 lead had low impendences. Surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.